Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high blood glucose readings and hospitalization. The customer was hospitalized due to diabetic ketoacidosis and an infection in her mouth.